Event description:
The user facility reports incident of a leak near the hub of the needle ebl=100 cc. No pt injury or medical intervention is reported. Pt was re-cannulated to continue treatment. The actual complaint sample was discarded at the time of the incident. MDR is filed for blood loss only.

Manufacturer narrative:
Na